Event description:
Service was requested on this device based upon a report that it "wont pump meds". The facility's biomedical engineer received the device with this vague report and no additional info. Details regarding whether ornot the device was being used on a pt when the reported situation occurred were not available from the facility. The biomedical engineer was unable to determine the source of the report or identify any additional contacts. The facility did not have record of any pt injury or adverse events involving this device since it's last baxter service event. Should additional info become available a follow up report will be submitted.